Manufacturer narrative:
The devices were not returned for analysis as this complaint is based on an article review. A review of the lot history record and a review of the complaint history could not be performed as this complaint is based on an article review, and lot/device information is not available. Based on available information and due to the limited information available from the article, the reported off-label use is related to the device being used on the tricuspid valve. A causes for the reported death could not be conclusively determined. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B2: date of death estimated b3: date of event estimated d4: the UDI is unknown due to the part/lot number was not provided d6: date of implant estimated literature attachment: article title ¿mitral regurgitation evolution after transcatheter tricuspid valve interventions-a sub-analysis of the tricvalve registry."

Event description:
It was reported through a research article that between 2010 and 2023, 289 patients underwent a mitraclip or triclip procedure to treat tricuspid regurgitation (tr). The study was performed to assess the evolution of mr after transcatheter tricuspid valve interventions (ttvi) and to identify predictors of mitral regurgitation (mr) worsening and improvement. The mitraclip and/or triclip may have caused or contributed to death. Additional information is listed in the attached article, titled ¿mitral regurgitation evolution after transcatheter tricuspid valve interventions-a sub-analysis of the tricvalve registry."